Manufacturer narrative:
Additional information: according to the information received from the field a damage to the device caused by the reported external mechanical impact seems likely. However to determine an exact root cause device investigation would be necessary. Explantation is not planned at the moment.

Event description:
The user reported having an accident a bit over a year ago and since then the device has not been working. He stopped using the audio processor (ap) one year ago but only went to see the audiologist last week. He did not bring the ap so this could not be checked.

Event description:
The user reported having an accident a bit over a year ago and since then the device has not been working. He stopped using the audio processor (ap) one year ago but only went to see the audiologist last week. He did not bring the ap so this could not be checked.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.